Manufacturer narrative:
Returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core and the wds valve was tight (closed) as received. Blood was on the device as received. The hub, shaft, tip, core wire, and implant were examined. The shaft was flattened from the hub to a point 9.4cm from the tip. There was a kink 9.4cm from the tip. The shaft was damaged due to implant anchors protruding through the shaft 2.6cm from the tip. The tip was damaged. The implant was unable to be deployed during analysis due to the damage to the shaft and implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 05nov2016. It was reported that deployment difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria as it was positioned too distal. After repositioning the closure device, it would not open properly. The closure device was recaptured and removed. There were no patient complications reported. However, device analysis revealed the delivery system was damaged.